Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as the lead exhibited under sensing due to a dislodgement, then during the reposition attempt the lead exhibited placement difficulties and helix extension issues. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as the lead exhibited under sensing due to a dislodgement , then during the reposition attempt the lead exhibited placement difficulties and helix extension issues. After product analysis the helix issue and placement difficulty allegations were confirmed with observation of a fractured cathode coil near the terminal end. No additional adverse patient effects were reported.